Event description:
The reporter stated that the catheter was slightly bent and did not work properly. Integra has requested additional clinical info in writing from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.